Manufacturer narrative:
Report number 2015691-2018-01721 was submitted for the mitral valve. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm mitral pericardial valve and a 19 mm aortic pericardial valve were both explanted after a duration of approximately three (3) years due to mitral regurgitation and aortic stenosis, respectively. These valves were originally implanted for mitral valve replacement and aortic valve replacement. At implant, calcification was observed on the patient native valve. After an implant duration of approximately three (3) years, heart failure symptom was confirmed, and the patient became a candidate for a surgery. At explant, it was confirmed that the patient hemodynamic status was deteriorated due to native pericardium, which was used for wrapping around the mitral valve at the previous surgery. The patient status was reported as ¿under treatment¿ at ICU. These devices were retuned for evaluation.

Manufacturer narrative:
Edwards received that the subject device is not manufactured or distributed by edwards lifesciences. Therefore, no further reporting by edwards lifesciences will be performed on this device.